Event description:
The sheath was advanced through the groin and up and over the aortic bifurcation during the procedure. During removal, the sheath began to unravel. It was successfully removed from the patient without separation occurring.

Manufacturer narrative:
Evaluation: the device was returned in a used and damaged condition. A visual examination found the flexor material to be intact with multiple lacerations to be present in the material measuring from the distal end of the check-flo assembly at approximately 23.5cm to the distal tip of the sheath. Some coil material was exposed. Considering the information provided and the characteristics of the damage displayed, it is feasible to say the device encountered excessive force during withdrawal due to a procedurally related event, possible scar tissue or a very tortuous anatomy. We can advise that this device is inspected 100% for bends, kinks, proper securement of the sheath material to the top cap and adapter and other surface imperfections prior to transport.